Event description:
Customer reported observing air bubbles in the infusion set tubing between the t:lock and the site during the pumping process. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by disconnecting the tubing from the site, performing the fill tubing process to remove the air bubbles, and then resuming insulin therapy.